Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure, the aquabeam conformal planning unit (cpu) displayed a blue screen, which would not allow the procedure to continue. The cpu was replaced with a new cpu unit and the procedure was able to be continued through successful completion. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
Investigation is currently in-process; root cause has not yet been established by the manufacturer.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam conformal planning unit (cpu) was returned for investigation. The returned conformal planning unit (cpu) was tested on the e0053-05 qa test system. No issues were observed as the cpu was able to turn on and an image of the main screen can be seen. A simulated aquablation session was able to be successfully performed. The aquabeam robotic system's treatment log files were reviewed. No occurrences of cpu errors or evidence of blank screen issues could be seen. The log file review could not confirm the reported event. A review of the device history record (DHR) for ab2000/serial number 21c01823 and aquabeam cpu/lot number 21c01169 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: 11.2.1 non-sterile: aquabeam robotic system and ultrasound setup · connect the proper end of the video cable to its respective port on trus console. The aquabeam robotic system supports two types of video connection cables: · hdmi-dvi cable which supports hdmi out (trus end) to dvi in (aquabeam robotic system end) · dvi-dvi cable which supports dvi out (trus end) to dvi in (aquabeam robotic system end) · connect the dvi end of the video cable to the dvi in port on the back of the conformal planning unit (cpu). · connect ethernet cable to its respective port on the trus console (optional based on ultrasound model). · connect ethernet cable to ethernet port on the back of the cpu (optional based on ultrasound model). Note: if trus and the aquabeam robotic system are not compatible to communicate over ethernet, continue with setup and calibrate the aquabeam robotic system as indicated in section 11.2.19 non-sterile: trus calibration. · power on console and cpu. The root cause of the reported event could not be established. Investigation of the returned cpu was unable to replicate the reported event. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.